Event description:
Customer reported via phone, the insulin pump has been alarming no delivery for the past several months and is having trouble getting it to work. Customer doesn't recall her blood glucose. Customer stated it took three sets in order to figure what combination would work. Customer used eight or nine now. Troubleshooting was not possible as customer used a combination of sets and reservoir in order to make it work. Customer was advised to call back when alarm occurs in order to perform proper troubleshooting. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.